Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device had liquid damage and malfunctioned. It was noted that the electronic control unit (ecu) was found to be faulty due to water contamination / contact. One liquid indicator and trigger sensor was found fully red and another ecu found partially red. It was also noted that the device failed pre-repair diagnostic tests for check for indicator - liquid damage, function test, and saw test. It was noted in the service order that the device was not working properly while in use with the battery handpiece device and lid device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.